Manufacturer narrative:
H.6. Investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported while using the bd nexiva¿ closed IV catheter system there was leakage. The following was received by the initial reporter: right after IV was inserted, blood was leaking from the small close port . IV was pulled out,and 2nd IV was placed.

Event description:
It was reported while using the bd nexiva¿ closed IV catheter system there was leakage. The following was received by the initial reporter: right after IV was inserted, blood was leaking from the small close port . IV was pulled out,and 2nd IV was placed.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.